Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated he was out for dinner and the cgm was displaying 159mg/dl and dosed himself with insulin because he thought this blood sugar was going up. When the patient got home, they performed a finger stick and the bg meter was showing 95mg/dl. The patient indicated that because he took so much insulin, he had to stay up all night eating to offset the overdose of insulin. At the time of contact, the patient was feeling better. No symptoms or medical intervention was reported. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.